Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a damage on the insulin pump. The customer's blood glucose level was 150 mg/dl. The customer stated that the pieces of plastic was falling from the reservoir compartment and the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional¿s recommendation. The customer was advised that the pump needs to be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads. The p-cap locks into the reservoir compartment properly noted.